Manufacturer narrative:
The user facility did not return the device to the manufacturing facility for failure analysis; therefore, no device evaluation was performed. Device not returned.

Event description:
It was reported that during a total knee replacement procedure at the user facility, metal shavings were coming from the middle portion between the threads and the end of the pin, when the pin was being removed. It was reported that some shavings entered the surgical site and that the surgeon was able to move them all with forceps, and that no shavings were left in the surgical site. The pin had been inserted using a power tool and a pin collet. It was reported that the procedure was completed successfully. No medical intervention, no adverse consequences and no surgical delay were alleged with this event.

Event description:
It was reported that during a total knee replacement procedure at the user facility, metal shavings were coming from the middle portion between the threads and the end of the pin, when the pin was being removed. It was reported that some shavings entered the surgical site and that the surgeon was able to move them all with forceps, and that no shavings were left in the surgical site. The pin had been inserted using a power tool and a pin collet. It was reported that the procedure was completed successfully. No medical intervention, no adverse consequences and no surgical delay were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.